Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to be diagnosed with lung cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging sound abatement foam became degraded and caused the patient to be diagnosed with lung cancer. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. There was no mention of visual findings to the external part of the device.  The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and unit passed final test. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.